Event description:
It was reported that the complaintant's medisense glucose monitoring device gave several inconsistant readings when compared to laboratory results. There was no report of death or serious injury. Medical intervention was not required. The comparison results were plotted onto a clarke error grid, a widely used and accepted tool for estimating the potential clinical significance of differences in readings, and the results fell into the "b" and "c" zones. The "c" zone is considered to be clinically significant.